Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the caller acknowledged and understood.